Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure atrial lead noise was observed when connected to the psa cable. The lead was not implanted. No patient consequence before, during and after the procedure.